Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a coil malfunction occurred requiring the necessity for a snare for retrieval. An .018" interlocking detachable coil was selected for use. During use, a coil malfunction occurred requiring the necessity for a snare for retrieval. No adverse events reported regarding patient safety.